Event description:
During a breast localization, the wire broke off and remains in patient.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Inspection checks are performed prior to shipping to ensure that the hookwire deploys smoothly and verifies smoother and secure solder joint at both ends of the cannula as well as the "loop" at the distal end of the hookwire is a loop. The device is also checked to ensure that it is not kinked and that it is the correct diameter. Cook's caution label does indicate that the hookwire should be used as a guide for the surgeon, not a retractor.